Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed. Based on available information, the event was not serious because it did not meet any criteria of seriousness per regulations (did not lead to death, was not life-threatening, did not result in a permanent impairment of a body structure or a body function, did not require in-patient hospitalization or prolongation of existing hospitalization, and did not result in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function). In IFU, it listed that the method of temperature control provided by all hyper-hypothermia units presents the danger of heating or cooling body tissues, particularly the skin, to a point where they are injured, i.e., burns or frostbite, respectively. A physician's order is required for setting pad temperature and use of equipment. At least every 20 minutes, or as directed by physician, check patient's temperature and skin integrity of areas in contact with pad, however, based on available information, the user checked patient's skin every 4 hours. Re-train the user for IFU is recommended. Due to the relevant time and the event location in predisposed patient, the event of skin damage was probably related to the innercool stx surface system pads.

Event description:
During surface pad system target temperature management therapy, customer reported that the patient had a skin abrasion (non-blanchable purple, pink areas of partial thickness skin loss to the posterior right back (12 cm x 15 cm)) while using a s/m pad set, stx surface cooling serial #unknown. Per reporter, the facility policy is to check every 4 hours for skin issue. The incident was observed on the 4th day of therapy. Deep skin tissue injury harm to patient was reported. Intervention for the skin damage: every other day or as needed for saturation of dressing or dislodgement to right back, clean skin injury sites on right and left back with routine hygiene or saline and pat dry and then cover wound with meplilex lite. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.